Event description:
The customer reported that the battery is not charging and also found battery error in the log. The customer reported the unit was in use on pt, but no pt harm.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA. Pt info was requested and the customer refused, reporting that the info is confidential.